Manufacturer narrative:
Device evaluated by manufacturer?: analysis of the pump revealed a failed lab dispense test that was above specification. During dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during one of two tests. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study and company representative regarding a patient who was receiving remodulin with concentration 10 mg/ml at a dose rate of 14.256 mg/day via an implantable pump for an unspecified indication for use. It was reported that the pump was replaced to avoid in-vivo battery depletion. It was indicated that there was no known complaint associated with the device. The patient was without injury and had recovered without sequela.